Event description:
It was reported by the sales consultant, during surgery on an unknown date while performing final tightening during the surgery, the interface between the screwdriver and the head of the screw on the screwdriver threads bent and would not hold the screw. This is 1 of 1 device for this event reported on complaint (B)(4).

Event description:
This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was originally received on may 9, 2013. The device was returned because the interface between the screwdriver and the head of the screw on the screwdriver threads bent and would not hold a screw once bent. The device was received at service repair who conducted a visual evaluation and determined the device could not be repaired. The device was discarded. There is no further information available for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Subject device was received bent. Service history of the past three years has been reviewed. No service history review can be performed as this is a lot controlled item. Placeholder.